Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The first event occurred under the rosa guidance tab. After the surgeon drilled through the patient skull, he wanted to back up the rosa arm to screw the anchor bolt in place. The rosa cooperative mode was set to axial and slow. The surgeon stepped on the vigilance device pedal and then tried backing up the rosa arm. However, the communication failure screen popped up on the rosa monitor and the rosa robot proceeded to shutdown at approximately 10:43 am pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. A second shutdown event occurred approximately at 11:03 am pst. This event occurred with the rosa robot under cooperative mode where the options axial and slow were selected. The surgeon was ready to screw the anchor in place so he stepped on the vigilance device pedal and pushed on the drill adaptor attached to the instrument holder to move the rosa arm closer. This action caused the rosa robot to shutdown again. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.

Manufacturer narrative:
It was reported that 2 communication failures occurred during surgery. DHR review and complaint history review were not deemed necessary as the complaint was assessed as soh-2. Analysis of data logs determined that the root cause of the first error is probably a shared memory access error. The root cause of the second communication error is a known design defect.

Event description:
The first event occurred under the rosa guidance tab. After the surgeon drilled through the patient skull, he wanted to back up the rosa arm to screw the anchor bolt in place. The rosa cooperative mode was set to axial and slow. The surgeon stepped on the vigilance device pedal and then tried backing up the rosa arm. However, the communication failure screen popped up on the rosa monitor and the rosa robot proceeded to shutdown at approximately 10:43 am pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes. A second shutdown event occurred approximately at 11:03 am pst. This event occurred with the rosa robot under cooperative mode where the options axial and slow were selected. The surgeon was ready to screw the anchor in place so he stepped on the vigilance device pedal and pushed on the drill adaptor attached to the instrument holder to move the rosa arm closer. This action caused the rosa robot to shutdown again. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.